Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 had failed and required maintenance. A field service engineer (fse) found that the station with the auxiliary full height drawer 7 was clicking and difficult to open. The rails were checked, and no damage was found. The fse then inspected the cubies and identified one cubie that had been overfilled, which caused the drawer to jam when attempting to open. After the cubie was opened and the customer removed the excess medication, the cubie no longer made contact with the drawer. The customer was able to open and close the drawer with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 had failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.